Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, due to a dent on the channel tube the forceps could not be inserted smoothly, the connecting tube had a scratch and a dent, and switch 1 had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope water mixes during air supply. The issue was observed during a diagnostic procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle had foreign objects in it. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.